Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having los blood glucose level of 45 mg/dl. Customer treated low with juice and blood glucose went back up. Customer declined troubleshooting. Customer's current blood glucose was 96 mg/dl. Customer also reported the insulin pump kept alarming lost sensor and it just had been inserted. Customer inserts the sensor in his thigh and his endocrinologist was aware of where he places the sensor. Customer was advised of off label use and informed to speak to his doctor. No further information reported.